Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the ins had reached end of service (eos) and there was an allegation against longevity. The patient was surprised, however, when it was reviewed that longevity was based on settings and usage. The patient stated that they believed their setting was around 7. The patient reported that they were not doing well and due to an insurance issue, they were not given any oral pain medications. They also reported there was no stimulation. The patient was redirected to follow-up with a healthcare professional. No further complications were reported. Follow-up was conducted.